Event description:
Per an online obituary that the patient passed away on (B)(6) 2016. An automatic battery life calculation was performed with the available data and worst case assumptions made for the gaps. The device had an estimated 0.4 years of life remaining on the date of death (B)(6) 2016. Therefore it cannot be determined whether the device was still functioning at the time of death per the death certificate the patient passed away from anoxic brain injury. Additional conditions listed were acute encephalopathy, respiratory failure, hypoxemic, p and a arrest and hypothermic protocol etiology unknown. Other conditions listed were copd, seizure disorder, and aspiration pneumonia. There was an additional condition listed, but it was illegible. The death was noted as natural. The device was discarded by the funeral home. The patient's physician had not seen the patient since (B)(6) 2015 and had no additional relevant information pertaining to the patient's death.